Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 mobile application was interrupted due to ios upgrade on the smart device. Patient was advised to re-install the g5 mobile application. No additional patient or event information is available.